Event description:
Reporter indicated that a vns patient's output current and magnet output current were set to 0ma. The patient reported not being able to feel stimulation a short time after her last programming session. Good faith attempts for additional information have been unsuccessful to date.